Event description:
Customer reported infusion of magnesium infused over 30 minutes instead of the expected 2 hours. The nurse reported that the infusion was set up as a primary, and using a short tubing set it was y-d into the main line, just below the pump. Magnesium 2 gm/50 ml is in the hospital's dataset to infuse over 30 minutes as the initial value; the nurse is quite sure that she changed it to 2 hours because their unit typically runs this type of infusion over 2 hours, not 30 minutes. The on-site carefusion clinical consultant contacted a hospital supervisor who spoke with the nurse and demonstrated on a practice pump to see what may have happened. The supervisor suggested that the nurse may have thought she changed the duration but didn't actually do it, and does not allege a device malfunction; they attribute the issue to the dataset configuration, not a device error. The hospital pharmacist was contacted to modify the initial value in the dataset. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.